Event description:
Operator reported analyzer leaked onto the floor causing a flood. Nobody was injured and no patient samples were involved. The field service representative determined the internal reservoir float switch failed and the system overfilled the internal reservoir bottle. He replaced the float switch assembly. Performance tests performed which were within specification.